Manufacturer narrative:
Concomitant products: product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387s-40, lot # v319140, implanted: (B)(6) 2010, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).

Event description:
It was reported the patient ¿flailed¿ around. It was noted the patient went in or out of a store at the mall and it shut the patient¿s implant off. It was noted the patient was in the emergency room at the time of report.